Event description:
The patient reported that she received a series of orthovisc injections on (B)(6) 2013, and stated that she experienced clicking/popping approximately 2 hours after the first injection that lasted 24 hours. The patient reported that her doctor recommended she continue with physical therapy. The patient also reported experiencing headaches, nausea, vomiting and knee pain/tightness after each orthovisc injection and was prescribed anti-nausea medication and anti-inflammatory medication. The patient reported that the doctor drained the knee prior to the first and third orthovisc injections.

Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.